Event description:
It was reported that a patient received an episode of non-sustained oversensing due to myopotential via merlin.net. Manipulation test and programming changes were recommended. No further information is available.

Manufacturer narrative:
(B)(4).